Event description:
Physician deployed one endeavor sprint drug-eluting stent at lad. The stent was deformed at the proximal side by the guide catheter after the quidewire got stuck at lcx. Additional information provided by the physician indicated that the event was caused by a procedural issue. Poba was performed at stent deformed site and procedure ended. No further complications were reported.

Manufacturer narrative:
Evaluation: results patient's condition affected effectiveness of device (lesion morphology), excessive tortuosity; inherent risk of procedure - (stent deformation); (related to another device). Guide catheter and guidewire have contributed to the stent deformation. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology); excessive tortuosity (related to another device) - guide catheter and guidewire have contributed to the stent deformation. (B)(4). Date of event and implant date are year only valid.